Event description:
Distal portion of balloon wire became lodged in plaque after crossing a lesion dudring a ptca. Ptca attempt was aborted. Upon removal of the catheter, the distal portion broke off and the physician was unable to retreive the fractured piece. The patient was taken immediately to surgery for removal o fthe wire and balloon and for a coronary artery bypass graft of the right coronary arterydevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.